Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having problems with the infusion sets for about 3 weeks and has called several times. Customer stated that last time he found out that it could be a reservoir problem. Customer stated that after 5 units, it gives him a pump error. Customer stated that he is traveling right now. Customer was looking for a nurse that might be able to assist him. In a previous call, the customer reported having high blood glucose in the 400's mg/dl and 500's mg/dl. Customer was getting no delivery alarms. Customer reported that the insulin does not exit with the plunger push. Customer was advised to replace the infusion set and reservoir as the alarm was caused by a set or reservoir connection. Customer feels it was the reservoir that was bad.